Manufacturer narrative:
Additional information was received, and box h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/bipap, and mechanical ventilator devices. The manufacturer previously received information alleging damage to lung tissue (unspecified), fear of serious illness. No other clinical information or medical interventions were reported. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The device's downloaded logs were reviewed. There were no errors found. The third-party concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging damage to lung tissue (unspecified), fear of serious illness. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete